Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise. It was also noted that patient received inappropriate anti-tachycardia pacing and due to noise. The lead was explanted and replaced. The patient was stable.